Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was brought into the ER for a swollen right knee which was determined to be infected. The surgeon did not know who did the original surgery, where it was done, or the date it was done on. No labs were available either. The insert was explanted and the femur, tibia, and patella were left in vitro. No information as far as cat#¿s or lot#¿s are available for the implants left implanted. A new poly insert was implanted. After explanting the insert, the lott # trace through as400 documented that the insert was sold to (B)(6) on (B)(6) 2006. Doi: unknown. Dor: (B)(6) 2020, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.